Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced anal pain and obstructed defecation leading to fenix device explant. The fenix device was used as part of the surgical procedure. -uneventful surgical procedure and device implant on (B)(6) 2015. -patient began having worsening symptoms of obstructed defecation on (B)(6) 2017; patient attempted to manage symptoms with laxatives to no avail. -uneventful device explant on (B)(6) 2017 due to anal pain and obstructed defecation; the device was removed through the original incision. -the device was found in the correct position/geometry at the time of removal. -the patient experienced an issue with wound dehiscence after removal. She is being managed by her physician for dietary and laxative use to manage her stools.